Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, one of the three bands of the sternal zipfix with needle peek opened up after application during coronary artery bypass grafting (CABG) because there was a blockage in the coronary artery. The surgical procedure was successfully completed with a twenty (20)-minute surgical delay. The surgical procedure was successfully completed by using new bands for sternal closure. Patient outcome is unknown. Concomitant medical products reported: unknown bands (part# unknown, lot# unknown, quantity 2). This report is for one (1) sternal zipfix with needle sterile / 5 pack. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 13, 2019, during coronary artery bypass grafting (CABG) due to a blockage in the coronary artery, one of the three bands of the sternal zipfix with needle peek opened up immediately after application. The other two bands were also opened, and sternum was again closed with three zipfix bands and steel wires. The surgical procedure was successfully completed with a twenty (20)-minute surgical delay. The surgical procedure was successfully completed by using new bands for sternal closure. Patient outcome is unknown.

Manufacturer narrative:
Part: 08.501.001.05s (pack of 5 units); lot: l513311; manufacturing site: bettlach; supplier: samaplast ag; release to warehouse date: september 05, 2017; expiry date: august 01, 2022 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed, and the used material was according to specification. Received information and parts forwarded to sustaining engineering for evaluation, see below: the design and clinical risk management document covers the user related situation in which an intra-operative delay happens because of improperly tensioned devices. Sustaining engineering did not identify a design related root cause which explains the device failure intra operatively. The investigation identified a user related error which led to the device failure. Therefore, this non-manufacturing investigation is closed by sustaining engineering as invalid regarding a design related root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.